Manufacturer narrative:
(B)(4) visual examination confirms driver tip breakage. Microscopic examination identified a fairly tortuous, quasi-brittle fracture, with no indication of torsion or fatigue. Shaft diameter confirmed to be within print tolerance.

Event description:
It was reported that the bone screwdriver tip was bent during a surgical procedure. The device returned for analysis with the tip broken off. Although the device was used intraoperatively, no patient injury was reported.